Manufacturer narrative:
Block b3: exact date unknown, event occurred after 2 weeks of implant prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was only able to achieve paresthesia on her left side. The patient underwent a spinal cord stimulation (scs) replacement procedure. No complications occurred and therapy was restored. The explanted device was disposed of by facility.